Manufacturer narrative:
In MFR report ref #1823260-2023-01869-00, the 5th statement should have been: "patient sample 2: the initial result from the module was 147 mmol/l. The repeat result from one of the two other c 501 modules was 139 mmol/l." Instead of: "patient sample 1: the initial result from the module was 147 mmol/l. The repeat result from one of the two other c 501 modules was 139 mmol/l."

Manufacturer narrative:
The field service engineer (fse) inspected the module and found the sipper nozzle to be worn. He then replaced the sipper nozzle. He performed mechanical and instrument checks with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The reporter stated that on (B)(6) 2023 at around noon, they had difficulty calibrating the na assay. They then changed the "reagents" and were able to perform a successful calibration and qc. They ran patient samples that night when a doctor called questioning a na result that was too high in comparison with the point of care (poc) result. The reporter then reran the patient sample on the other module and a result discrepancy was noted. They then reran other patient samples on their two other c501 modules and noted multiple discrepant na, and possibly a few k and cl results. The reporter was able to provide two examples of discrepant na results. Patient sample 1: the initial result from the module was 148 mmol/l. The repeat result from one of the two other c501 modules was 140 mmol/l. Patient sample 1: the initial result from the module was 147 mmol/l. The repeat result from one of the two other c 501 modules was 139 mmol/l. The reporter stated that the results from the other two c 501 modules were in agreement with the poc analysis. The na electrode lot number is 16947.